Event description:
Procedure: unk. Reportedly, as a piece of gauze was inserted through the access device, the lower seal disengaged and fell into the cavity. The piece was removed without difficulty. No pt injury reported.